Event description:
Tsr alleged that the reverse trendelenburg function would not operate. Technician stated that there were no injuries and a patient was not in the bed. Technician stated that the bed was found in storage.

Manufacturer narrative:
Technician replaced the safety latch, yoke and spring to resolve the problem.